Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due to flattened and creased button dome switches. No unlocked lcd keypad connector during our visual inspection. All operating currents are within specification. The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported via phone call that customer wanted to reconnect to insulin pump after a month or two of being disconnected. Customer's blood glucose was 39 mg/dl. Caller reported that buttons were very difficult to press on insulin pump. It was not know what caused keypad damage. Caller was advised that insulin pump would be replaced.